Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: during use on the patient, the surgeon heard the balloon ruptured. The surgeon stopped using it and opened new one to complete procedure. The surgeon commented the balloon ruptured at around 30th pumping and the broken piece could have been remained in the cavity. There was no bleeding reported in excess of 500cc.